Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between 03/05/2026 and 03/07/2026. The wearable was inserted into the arm on (B)(6) /2026. According to the patient, on (B)(6) 2026, the patient had surgery (non-dexcom related) during which her omnipod 5 insulin pump was removed. Dexcom sensor was not removed and was kept inserted during surgery. On the next day, using the same sensor, she noticed it was very difficult to bring her glucose readings down. Her cgm was showing 332 mg/dl, but her bgm value was 447 mg/dl. The patient treated herself with 10 units of novolog (fast acting insulin), but the high readings continued on through to 03/07/2026. The patient stated that on (B)(6) 2026, her cgm was 200 mg/dl while her bg was 359 mg/dl, and she began experiencing symptoms of diabetic ketoacidosis (dka), including body burning sensation, lethargy, exhaustion, feeling unwell, and increased thirst. She self-administered 3 to 4 units of novolog. However, her symptoms worsened which prompted her to take an uber ride around 4:00 pm to the emergency room (ER). Her cgm was reading ¿high¿ and her bgm was also reading ¿high¿ at that time. In the ER, the blood lab test showed 682 mg/dl. She received 13 units of novolog and lantus and was placed on IV fluids, including sodium and potassium. The patient stayed overnight and was discharged at 4:00 pm on (B)(6) 2026. She no longer remembers the exact cgm and bgm readings at the time of discharge, but she reported that she was no longer hyperglycemic. The last treatment she recalls receiving was 18 units of lantus on (B)(6). At the time of the report, the patient was doing well. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.